Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of both the right (rcfa) and left (lcfa) common femoral arteries were attempted using proglide devices after a percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, cuff misses occurred with the two proglide devices, one in the rcfa and one in the lcfa. Hemostasis was achieved in the rcfa and lcfa using a proglide device in one access site and a non-abbott device was used in the other access site. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.